Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station's door and drawer were failed. The field service engineer (fse) assisted the customer in resolving the issue, and after rebooting the station, it functioned properly. The system functioned as intended after the field service engineer assisted customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the doors of the drawers kept failing for bulk meds. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.